Event description:
It was reported from a (B) (6) processing facility that there was an instance of leakage from the transfer bag components of the device. There was a puncture hole in the 150ml transfer bag.

Event description:
In 2009, the sales representative reported that in 2001, the patient was implanted with bacfix product. On an unknown date the patient had low back and leg pain. Additional information on 15 jul 2009, the sales representative reported via email that the implants looked fine and the surgeon reported that the patient appeared fused. The patient was revised a week after the original date.

Manufacturer narrative:
Unless substantially significant information becomes available, this constitutes a final report. (B) (4).